Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable potassium results from the cobas 6000 c501 module. Sample 1 initial result was 6.27 mmol/l and the repeat result was 4.55 mmol/l. Sample 2 initial result was 6.36 mmol/l and the repeat result was 4.71 mmol/l. Sample 3 initial result was 6.57 mmol/l and the repeat result was 4.83 mmol/l. Sample 4 initial result was 6.15 mmol/l and the repeat result was 4.44 mmol/l. Sample 5 initial result was 5.81 mmol/l and the repeat result was 4.28 mmol/l. Sample 6 initial result was 6.16 mmol/l and the repeat result was 4.42 mmol/l. Sample 7 initial result was 5.05 mmol/l and the repeat result was 3.97 mmol/l. Sample 8 initial result was 6.32 mmol/l and the repeat result was 4.5 mmol/l. Sample 9 initial result was 6.24 mmol/l and the repeat result was 4.47 mmol/l.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
The field service engineer found the ise reference tubing was contaminated. He flushed the ise reference system, checked the adjustments, ran ise checks, and ran multiple control measurements that were acceptable. The investigation determined that the service actions resolved the issue.